Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage alarm was confirmed. A review of the submitted log file spanned approximately 7 days (15jan20 ¿ 22jan20 per time stamp). On 19jan20 at 04:55, the low power hazard alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~3.5v. The alarm cleared on its own shortly after and voltage was not low enough to activate a no external power alarm. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu, serial (B)(6), was not returned for analysis and is still in use. Additional information provided on 28jan20 indicated that it is unknown if the power cord came loose at the wall outlet. The patient has a v-lock for the mpu and there was no interruption in power to the patient¿s house. A root cause for the reported event cannot be conclusively determined through this analysis; however, the alarm appears to be related to a loss of ac power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported there was a low voltage alarm noted. During log file analysis, the low voltage hazard was confirmed due to a brief loss of power to the mobile power unit. The patient had a locking ac power cord. The patient did not know if the power cord came loose at the wall outlet but patient was sleeping and no alarms were activated. No interruption in power to the patient¿s house was mentioned. No further information was provided.

Manufacturer narrative:
Section h4: correction.